Event description:
Related manufacturer reference number: 2017865-2021-29090. It was reported that the patient presented for a lead revision. It was noted that the right ventricular (rv) lead exhibited high capture threshold and noise oversensing which inhibited pacing. The rv lead was capped and replaced on (B)(6) 2021. During the procedure, the pacemaker went into backup vvi mode due to electrocautery. The pacemaker was reprogrammed. The patient was stable throughout.